Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device.

Event description:
Information was reported regarding a trial patient with an external neurostimulator (ens). Consumer reported the patient was up more in the middle of the night. The patient¿s stim was increased to 3.2v so they could feel it. Consumer reported that might have been the cause of the lead moving. Patient also had discomfort in the back area where the leads were placed. No further complications anticipated.